Event description:
It was reported by the patient that "the lead came off with pacemaker the first night" and was "reattached". The patient further reported that six weeks later the device "was not working at all". Additional information obtained from the clinic noted that there was loss of atrial capture but no device issue was known. The lead and device were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood. Products: (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6); 5054 implantable pacing lead implanted: 2011 (B)(6). (B)(4).